Manufacturer narrative:
(B)(4).

Event description:
It was reported an alert for a elevated high voltage lead impedance was observed. There are no plans to make any changes or resolutions for now. The patient condition is stable. The patient will continue to be remotely monitored.